Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2016-00390. It was reported the patient experienced leg cramp shortly after the implant procedure. As a result, surgical intervention was undertaken on (B)(6) 2016 during which one of the leads was explanted. As of (B)(6) 2016, the patient's leg cramp has resolved. Both of the leads are being reported as it is unknown which lead was explanted.